Manufacturer narrative:
Concomitant medical products: ddbb1d4 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high counts to the sensing integrity counter (sic) and low impedance values. The rv lead remains in use. No patient complications have been reported as a result of this event.